Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. Boston scientific engineering analysis of device data confirmed that the power consumption of this device is increasing in a gradual fashion. The analysis also indicated that based on conservative modeling, this device will not deplete to elective replacement indicator (eri) battery status within 90 days and it is recommended to either replace the device or have the battery status reevaluated again in 90 days time. Boston scientific technical services provided the analysis results to the boston scientific representative. The device remains in-service at this time. No adverse patient effects were reported. The device was subsequently explanted and replaced. There were no additional adverse patient effects. The device has not been returned at this time and thus no product analysis could be performed. Product record reviews did not identify a potential product quality issue or new patient harm. It was concluded that unknown factors most probably contributed to the event. Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided. The device was subsequently returned for analysis.

Manufacturer narrative:
The device has not been returned at this time and thus no product analysis could be performed. Product record reviews did not identify a potential product quality issue or new patient harm. It was concluded that unknown factors most probably contributed to the event. Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. Boston scientific engineering analysis of device data confirmed that the power consumption of this device is increasing in a gradual fashion. The analysis also indicated that based on conservative modeling, this device will not deplete to elective replacement indicator (eri) battery status within 90 days and it is recommended to either replace the device or have the battery status reevaluated again in 90 days time. Boston scientific technical services provided the analysis results to the boston scientific representative. The device remains in-service at this time. No adverse patient effects were reported. The device was subsequently explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
The device has not been returned at this time and thus no product analysis could be performed. Product record reviews did not identify a potential product quality issue or new patient harm. It was concluded that unknown factors most probably contributed to the event. Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. Boston scientific engineering analysis of device data confirmed that the power consumption of this device is increasing in a gradual fashion. The analysis also indicated that based on conservative modeling, this device will not deplete to elective replacement indicator (eri) battery status within 90 days and it is recommended to either replace the device or have the battery status reevaluated again in 90 days time. Boston scientific technical services provided the analysis results to the boston scientific representative. The device remains in-service at this time. No adverse patient effects were reported.